Manufacturer narrative:
Device was returned for evaluation. Evaluation determined that the device video connector was found to have bent pins and causing no image. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing requirements and specifications. Based on evaluation findings, the no image issue was attributed to bent pins causing no image. The likely cause of the bent pins were due to mishandling and or maintenance issue. Once the damaged pins were replaced, the issue was resolved.

Event description:
It was reported that the device video connectors are broken. According to the reporter, the connectors cannot be connected and the paddle connection and pins were damaged. There was no patient involvement on this report.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It was presumed that the reported failure could be due to the terminal buckling inside the video connectors occurred when inserting the scope internal into the scope connector socket of otv-s190, the missing part of the scope connector tip was caught in the terminal inside the scope connector socket of otv-s190. The terminal inside the scope status socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. Olympus will continue to monitor complaints for this device.